Manufacturer narrative:
Evaluation summary: complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The device remains implanted. Additional information has been requested. Zip code is not indicated at this time. (B)(4).

Event description:
Following intraocular lens (iol) implant surgery, a surgeon reported a case of glistening causing poor vision. Additional information has been requested.

Manufacturer narrative:
(B)(4).